Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer had symptom of vomiting and shortness of breath. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip and anti nausea medication. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting due to already working with healthcare professional.